Manufacturer narrative:
Report of an explanted edwards aortic bioprosthetic valve due to stenosis. The explanted device has not yet been returned to edwards for evaluation, however, the surgeon provided images of the valve. Stenosis of an bioprosthetic valves may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. These are dependent on both patient factors and intrinsic properties of bioprosthetic valves. However, structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Additional information and evaluations will be reported once available.

Manufacturer narrative:
Method - x-ray. Device evaluation summary: the explanted device was returned and evaluated; as received, all three leaflets appeared slightly dehydrated. Leaflets appeared slightly shrunken and slightly stiff. Heavy calcification was observed in the cusp areas of leaflets 1 and 2, moderate to heavy calcification was observed in the cusp area of leaflet 3. The free margin of leaflet 1 exhibited minimal calcification, free margin of leaflet 2 exhibited minimal to moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue was minimal at the stent inflow. Device evaluation confirms extensive calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No information to suggest a device quality deficiency related to this event. No further action is required at this time.

Event description:
It was reported by or nurse to sales rep that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately four (4) years due to aortic stenosis. Also noted that the patient's is alcoholic with a bsa of 2.65. No additional information provided.